Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone prep and/or shallow driver engagement depth. Ref: (B)(4). Damage to the driver or screw may result from failure to seat the driver fully into the screw or to align the driver properly with the screw.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 8/11/2025, an FDA medwatch notification was received via email. A facility representative reported that an arthrex screw was being placed in the patient's left ankle and tightened. During the procedure, the head of the screw snapped off and failed to lock into the ankle fracture plate. The shaft of the screw was determined to be left in place, while the head of the screw was removed. This was discovered during a procedure on (B)(6) 2025.